Manufacturer narrative:
Device available for evaluation: product ID : 977c165, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 15-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the hcp needed to perform a laminectomy. He said the lead could have caused complications and during laminectomy, explanted paddle portion of lead. The patient is alive with no injury. Additional information was received from the rep and it was reported that the surgeon told the nurse who told the rep that the lead had moved and was removed to prevent a potential issue. It is unknown how the patient is currently doing.